Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The fse replaced the graphical user interface to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Failure analysis of the returned part indicates: root cause: the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.